Event description:
The user facility reported the 110-4b catheter malfunctioned. The resident physician zeroed the catheter prior to insertion. The catheter was inserted as per instructions. Within a 24 hour period, the catheter presented error readings, which did not correlate to the clinical findings. No pt injury was reported.